Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> according to the information provided, it was reported that during the surgery of pcl reconstruction, when tightened the suture, the suture was broken off (as the attached photo shows). The device was received and evaluated. When performing the visual inspection, it could be observed that the white with green stripe suture was returned, however, the white suture and green suture were not returned. The returned suture is not broken or frayed, also, the photo provided by the customer is only showing the white with green stripe suture with no breakages/damages. As no defect was found, a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required.  As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint cannot be confirmed. Since the customer did not return the broken suture, we cannot provide a root cause. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a posterior cruciate ligament reconstruction procedure on (B)(6) 2021, it was observed that the suture on the rgdloop adjustable stnd device broke upon tightening. Another like device was used to complete the surgery. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.